Event description:
Procedure: wedge/segmental resection. According to the reporter: at the second firing, after squeezing the handle fully for two or three times to fire, the handle stopped. Then it could fire no more at all. New one was opened to complete the case with no problem. Since it stopped in the middle of firing, a large part of the original staple line, including the malformed staples, was resected. Operating time was not extended as a result of the product problem. No reinforcement material was used.

Manufacturer narrative:
(B)(4).